Event description:
Colonoscopy was performed. Patient developed abdominal pain and distention one hour later. Abdominal flat plate done and revealed reforation of bowel. Patient taken to or. Hartman procedure and colostomy performed. Patient was admitted toicu in good condition and then transferred to medical/surgical unit. Visual inspection of colonscope by gi lab coordinator after proceure in question disclosed no defectdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-91. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, inherent risk of procedure. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.